Event description:
Tested positive for covid-19 using bd veritor point-of-care test during asymptomatic testing of healthcare workers in nursing home setting; immediately re-tested via same method and tested negative; tested via pcr test and tested negative. FDA safety report ID # (B)(4).